Event description:
The accounts maintenance stated the reverse trendelenburg function is not working. He has replaced the logic and zib/fib circuit boards but the issue remains.

Manufacturer narrative:
The accounts maintenance 3.8 vdc and 4.8 vdc for the positioning limits with the bed up and down function. Voltage should be 0 with the bed up. Technical support instructed the account to check the positioning limits on both the head and foot hi/low limit switches and make sure they are clocked correctly. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.